Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported slda was due to challenging patient anatomy and worsening heart failure, dyspnea and mitral regurgitation are an outcome of the slda. Surgical procedure and hospitalization are a result of case specific circumstances as the patient underwent mitral valve replacement surgery where the clip was successfully explanted. The reported patient effects of worsening heart failure, dyspnea and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report post mitraclip procedure, the patient experienced heart failure symptoms; shortness of breath and recurrent mr due to a single leaflet device attachment (slda) requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with grade of 4 and a3/p3 flail, p3/p2 prolapse and longer leaflets than normal. Two clips were implanted reducing mr to 2. Two weeks after [(B)(6) 2019] the mitralclip procedure, the patient was re-hospitalized with heart failure symptoms; shortness of breath and recurrent mr. Transthoracic echocardiography performed, which noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second mitralclip procedure was discussed; however, surgeon decided on mitral valve replacement. On (B)(6) 2020, the patient had the mitral valve replacement performed. The surgery went well, and patient is doing well. No additional information was provided.